Event description:
The patient reported that previously she was doing super good with the device and had not had any problems, she would wake up dry and had no night time problems. Then the patient had to go to the hospital because her stomach was hurting and they did what the patient thinks was a CT scan on her stomach and found 2 hernias, one in belly and one in groin (patient stated that the hernia's/stomach pain were not related to the device). Almost immediately after the CT scan the patient started having a return of symptoms and since then she had been doing nothing but wetting the bed and she thinks something was wrong with her implantable neurostimulator (ins) because of that. The patient had already tried increase stimulation already but that didn't help with her symptoms. The patient's boyfriend came on the phone and explained that the patient was also experiencing shooting pains down her right leg after the CT scan was done. This was why he thinks that the ins was not working right. The pains would go away when the stimulator was off. He also reported that the patient was incontinent every night now and the therapy on. It was noted that the situation was not resolved. The patient boyfriend stated that once he got off call he was going to turn the stimulator off to see if it would help with the pain. The patient reported that the change in therapy/symptom was noted as sudden. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.